Event description:
Oral surgeon was using a dental hand piece to remove tooth, bur guard heated up and burned patients right lower lip. During investigation of this event, other dentists have reported that they have had other instances of the handles heating up but this is the only burn that I have heard of in our dentistry clinic. Manufacturer response for dental device - bur guard, hall micropower, oral max (per site reporter). Asked for further information.